Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
While cleaning teeth the head of the brush came away from the plastic shaft in mouth / head has come to pieces / broken brush head [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that while he or she was cleaning his or her teeth with an oral-b rechargeable toothbrush, version unknown, the head of the oral-b power oral care refills precision clean came away from the plastic shaft in his or her mouth, and the head had come to pieces. The consumer stated that the brush head had broken after being used for less than 2 weeks. He or she had used oral-b brush heads for many years and this had never happened before. No symptoms developed.

Manufacturer narrative:
On 29-jul-2016 product investigation results: reporter returned one toothbrush head on 11-may-2016. Toothbrush head confirmed to be counterfeit.

Event description:
While cleaning teeth the head of the brush came away from the plastic shaft in mouth / head has come to pieces / broken brush head [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that while he or she was cleaning his or her teeth with an oral-b rechargeable toothbrush, version unknown, the head of the oral-b power oral care refills precision clean came away from the plastic shaft in his or her mouth, and the head had come to pieces. The consumer stated that the brush head had broken after being used for less than 2 weeks. He or she had used oral-b brush heads for many years and this had never happened before. No symptoms developed.